Event description:
Reporter stated that she was implanted with essure after the birth her baby on (B)(6). Thereafter she started experiencing abnormal bleeding. On (B)(6) 2021 she visited the emergency room and after a series of test from a CT scan, ultrasound and x-ray she was told her essure coil had moved and migrated.